Event description:
It was reported that during a holep procedure, the laser console lost power and did not work. The error message 1103 (power too low) was prompted. The procedure was aborted after the patient had been sedated with general anesthesia and was rescheduled for (B)(6) 2025. There were no patient complications reported. This event is being reported for aborted/canceled procedure after the patient had been sedated with general anesthesia.

Event description:
It was reported that during a holep procedure, the laser console lost power and did not work. The error message 1103 (power too low) was prompted. The procedure was aborted after the patient had been sedated with general anesthesia and was rescheduled for (B)(6) 2025. There were no patient complications reported. This event is being reported for aborted/canceled procedure after the patient had been sedated with general anesthesia.